Event description:
The following has been reported: biomed reported: "this pump is out-of-box failures during provisioning. This pump was never used on patient. Serial# (B)(6) pump problem blue screen. A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.